Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
Facility reported that upon initiation of dialysis, a blood leak alarm sounded. They were unable to clear the alarm. Small amount of blood was noted in outflow tube. Blood pump was stopped and pt discontinued treatment. Blood was not returned to the pt. Cbc was to be done during the next tx. Pt was stable. No sample available. Blood loss = 150-250cc.